Event description:
Reference number (B)(4). Event occurred in egypt it was reported that patient experienced adhesive issue and faced infusion set tape not sticking event on (B)(6) 2026. The tape did not stick on the same day of insertion at the lower back. The patient also faced bleeding at the infusion set insertion site located on the arm. The infusion set was used for less than one day. No further information available.